Event description:
It was reported by the rep the device was used in a thoracoscopic wedge resection. It was reported on the 3rd firing of the et45g using the zr45g reload, the cartridge came out of the stapler in the chest cavity. It was retrieved with ring forceps, and the procedure was continued with a new instrument. The dr was disturbed about the incident. The hosp is keeping the device. Thre was no consequence to the pt. 06/03/1998 the contact person said it was on the 2nd firing, not the third.